Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac arrest and subsequently expired the next day. Furthermore, it was also alleged that the event occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products. Additional info has been requested and will be submitted upon receipt accordingly.